Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record (DHR) review was performed on the catheter and the catheter stylet with no evidence to suggest a manufacturing related cause. Therefore, the potential cause of difficulty advancing the catheter could not be determined based upon the information provided and without a sample.

Event description:
The customer alleges having difficulty with the catheter moving up as it should. Another epidural kit was used to finish the procedure.

Event description:
The customer alleges having difficulty with the catheter moving up as it should. Another epidural kit was used to finish the procedure.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.